Event description:
It was reported when using the bd pyxis medstation system the smart remote manager was randomly failing. The customer stated that this malfunction occurred when user trying to issue medication to the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the smart remote manager latch failing on removal of medication. The field service engineer replaced the micro switches in latch and replaced the latch. Found the hasp was loose on the door, applied new tape for the fixation to resolve this issue. The contact information was kept blank due to the reported issues that were found by the field service technician while on site. The system functioned as intended after the field service engineer troubleshooted the device.